Event description:
This report is being filed upon notification from our manufacturer in (B)(4), to submit this event that happened in (B)(6). Problem: intermittently this x-ray system will get a viewing subsystem (visub) error after making an exposure run of images. Then images of this run can no longer be viewed by the operator. There have been no pt injuries.

Event description:
It was reported that during preparation for a drug eluting stenting treatment procedure; stent dislogement occurred.upon opening the packaging of a 3.5x32mm taxus liberte it was observed that the stent strut was dislodged from the delivery balloon. The device was not used. The procedure was completed with another 3.5x32mm taxus liberte stent.

Manufacturer narrative:
Upon further review of the surgeon's response, it was noted that the surgeon has indicated the reason for explant was not device related. The surgeon disassociated the device from this event; therefore, this is no longer a reportable event.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was initially reported that the device was explanted after an implant duration of zero days, due to unknown reasons. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue, as the 36mm was too large and residual mi was still present. The ring was removed and a smaller ring (32mm)was implanted. No other details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via email), additional information was received. The operative report was also requested, however, it was noted that it is unavailable. A device history record review is in process.